Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the spade connectors on the mains power cable of the aquabplus reverse osmosis (ro) system were discolored from thermal damage. The reported issue was discovered during troubleshooting after the ro system experienced a p1s pump failure during the t1 test. The ro system displayed the error code f¿04¿51¿04 in response to this failure. Additional information was provided during follow-up from the area technical operations manager (atom). The atom explained that the discoloration was the result of a loose connection. The mains power cable is designed to make two connections however it was loosely plugged in and only making one connection. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses in the local power supply. There were no power grid issues on or around the reported event date. The ro system is plugged into its own breaker. The atom confirmed the thermal overload relay tripped. The atom reported ro system initially could not complete heat mode on the prior sunday, in addition to receiving a pump p1 error. The atom stated that the thermal overload relay was reset. The system displayed a green light and the pump p1 error was cleared. The atom stated that a replacement mains power cable, power switch, and thermal overload relay were ordered to resolve the reported issue. The ro system is in service until the arrival and installation of replacement parts. There was no patient involvement nor personal harm as a result of discovering the thermal damage.

Manufacturer narrative:
Plant investigation: based on the available information the reported thermal damage can be confirmed. The failure pattern is known and a CAPA project could be assigned to this complaint record. The reported thermal damage was most likely caused by bad contacting at the wires connected to the motor protection switch. This bad electrical contact the motor protection switch was loaded unbalanced and pump p1s and will run only with two line conductors. This results in a higher contact resistance, respectively higher thermal stress and in higher current. In consequence the thermal overload in stage 2 tripped and the pump p1s was not able to run anymore. The mentioned thermal energy also caused the discoloration and overheating of the wiring and blade receptacles. Due to the tripped thermal overload, the pump p1s cannot start during the next t1-test and the concentrate pressure p-cs is below the required 5bar (fix limit during t1-test). As a result, the t1-test aborts with the mentioned error code f-04-51-04 t1-test, pump p1s defective are received. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. Based on the available information the issue was fixed by the replacement of the wiring and resetting the thermal overload. It is also highly recommended to preventively equip both stages with the new available improved design.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the spade connectors on the mains power cable of the aquabplus reverse osmosis (ro) system were discolored from thermal damage. The reported issue was discovered during troubleshooting after the ro system experienced a p1s pump failure during the t1 test. The ro system displayed the error code f¿04¿51¿04 in response to this failure. Additional information was provided during follow-up from the area technical operations manager (atom). The atom explained that the discoloration was the result of a loose connection. The mains power cable is designed to make two connections however it was loosely plugged in and only making one connection. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses in the local power supply. There were no power grid issues on or around the reported event date. The ro system is plugged into its own breaker. The atom confirmed the thermal overload relay tripped. The atom reported ro system initially could not complete heat mode on the prior sunday, in addition to receiving a pump p1 error. The atom stated that the thermal overload relay was reset. The system displayed a green light and the pump p1 error was cleared. The atom stated that a replacement mains power cable, power switch, and thermal overload relay were ordered to resolve the reported issue. The ro system is in service until the arrival and installation of replacement parts. There was no patient involvement nor personal harm as a result of discovering the thermal damage.